Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively on a laparoscopic procedure, there was a leaking staple line. It was noted that everything was fine during the operation, but the patient felt sick and had a hard belly after 5 days and a second operation was necessary. The patient was still in the hospital at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. Visual inspection of the returned products noted that the reloads had full staple complements. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.